Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a patient with a self-reported allergy to pork products underwent a robotic laparoscopic ventral hernia repair using mesh (porcine derived barrier). Approximately four weeks after implantation, the patient experienced mild itchiness, which was described as a mild allergic reaction. The patient had previously received another mesh (also porcine barrier) implant a few years prior without any reported reaction. Upon return to the hospital, a computed tomography scan was performed and showed no inflammation of the mesh. The surgeon ruled out mesh-related complications and recommended that the patient see an allergist.

Manufacturer narrative:
Additional information: a1, b3, g3 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.